Event description:
It was reported that the device would intermittently display the "service" message on the screen and was inoperable. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent issue. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.